Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information, a cause for the reported incomplete coaptation/slda could not be determined. The reported recurrent mitral regurgitation (mr) appears to have been a cascading event of the slda. The reported patient effect of recurrent mr is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment and hospitalization were results of case specific circumstances, as the patient underwent a second mitraclip procedure and an additional clip was deployed to reduce the mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mitral regurgitation, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to <1+. During a follow up echocardiogram, it was noted the clip detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4+. A second procedure was performed on (B)(6) 2020. One clip was implanted, reducing mr to 1-2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.